Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was today the caller was going to connect the patient's patient programmer to their implantable neurostimulator (ins) and they received a por screen. The caller pushed buttons on the patient programmer and cleared the power on reset (por). Reviewed the meaning of por with the caller and the patient. The caller verified that the patient's ins was charged and their stimulation was turned on. The patient's "top" ins is the one that showed a por, the caller was unsure which serial number belonged to which ins so  both ins's in this record. No symptoms/patient complications reported.